Event description:
During a laparoscopic cholecystectomy procedure, the tip of the instrument was loose. The surgeon applied another device without patient injury.

Manufacturer narrative:
10/5/1998- supplement #1 sent to FDA. Corrected data entered in d9. Device evaluation indicated and codes entered in h3 and h6. Device not available for evaluation.